Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified that the device appears to be cracked. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported that during the surgery, the tip of the drill guide was deformed during use. Therefore, the surgeon used an alternative of the same guide to complete the procedure. Attempts have been made and additional information on the reported event is unavailable.